Event description:
A talent stent graft system was successfully implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm 8 months ago. Aneurysm and vessel morphology at the time of implant were not reported. Current aortic neck morphology was reported as disease progression and severe thrombosis below the renal arteries and ulcerated plaque that extends from the celiac to the bottom of the right renal. It was reported that at a routine surveillance a recent CT demonstrated that the stent graft had migrated with a type 1 endoleak. A 26 mm diameter aneurx cuff was implanted to treat the type 1 endoleak however, post implant there was still a very slight type 1 endoleak at the end of the case. There has been no further intervention performed. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation: results: (migration, endoleak), (disease progression and severe thrombosis below the renal arteries and ulcerated plaque that extends from the celiac to the bottom of the right renal). Conclusions: (disease progression and severe thrombosis below the renal arteries and ulcerated plaque that extends from the celiac to the bottom of the right renal).